Event description:
The ventilator read "awaiting patient attachment" mode after attaching to patient's endotracheal tube. The connections were checked several times without resolution. The patient was bagged while the ventilator was exchanged. There was no harm to the patient.